Manufacturer narrative:
B3: date is approximate with year valid. Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were trying to charge their implanted neurostimulator yesterday and got system problem rm03. Patient said they had been getting a different message in the past that said to replace controller batteries soon but they were still able to charge the implant. Agent asked, patient said they hadn't received any replacements since that message first came up. Patient mentioned they had met with their medtronic representative a couple times between october and december to reset their settings and rep was notified of replace controller batteries message around that time, possibly at one of the times rep met patient (B)(6) 2024. Patient stated replace controller batteries message began around september or october. During the call, patient reset the controller and confirmed no damage to equipment. Patient started a charging session of their implant and reported seeing no device found. Patient pressed the recharge button and reported the numbers in the passive recharge mode were 0-94-94. Patient moved the paddle around and the numbers changed. Patient noted right a way the recharger paddle started to get really warm/paddle isheating up. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Patient stated they do not have a doctor yet since moving. Patient asked if they need to pair new rech arger. Agent reviewed information. Patient mentioned historical information that they had to meet with their medtronic rep around september or october, because they had lost their program settings. Patient stated they had to reset all the settings and everything with the programs had just gone crazy. Patient stated they thought it was from going through an airport scanner. Patient stated the 'auto learn' feature had gotten accidentally turned on. Patient stated they had met with medtronic rep a few times between october and december. The reprogramming resolved the issue. Agent documented information. Additional information was received from a manufacturer representative (rep). The rep stated he did meet with the patient when the issue initially came up. He was made aware on 10/14/24, then he met with her. At that point, patient only had a prompt stating controller battery low, replace batteries, which rep had pt reset controller. Issue was resolved; it was a minor issue that was resolved without much intervention. No other issues were reported. On (B)(6) 2025, patient sent rep a message and reported the settings issue, he redirected the patient to pats. He was not aware of any programming/setting/device issues prior to that and did not attempt troubleshooting with patient because he was not sure f that is something he could help the patient with. He has not heard from this patient since. Rep added the patient is pretty good about contacting if they have any issues.

Manufacturer narrative:
Analysis of the recharger, model [97755], s/n (B)(6), revealed. Analysis found:no device found message and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.